Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient had a fractured abutment screw and is requesting a replacement screw. Tooth #13.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #13 and was originally placed in (B)(6) 2015. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, breakage may occur when device is loaded beyond functional capability. DHR review: DHR review was not completed for the iunihg since the lot number was unknown. Complaint history review: a complaint history review by item number (iunihg) dating 12 months from date of notification was performed and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Keywords: fracture: screw. Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iiunihg). Malf/event: based on the available information, device malfunction could not be verified and the reported event was non-verifiable.